Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery could not be charged despite using multiple usb cables, wall adapters and power sources. Customer's blood glucose level was 185 mg/dl. The customer was sent a replacement wall adapter and usb cables.